Event description:
It was reported that the patient was symptomatic of ventricular tachycardia. Malfunction of the implantable cardioverter defibrillator was suspected. No interventions were performed.the patient's condition was unknown.